Manufacturer narrative:
Evaluation found the contra-angle heavenly soiled. Misuses. Head drive defect.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. At this time customer does not want to return contra angle for investigation but wishes appointment with sales rep for care instructions. Sales rep has appointment scheduled with customer in regards to this device. Additional information and evaluation results will be submitted as they become available.

Event description:
It has been reported that contra angle wont hold files. This is reported for the 2nd time in a few weeks for this device. At this time customer does not want to return contra angle for investigation, customer wishes appointment with sales rep for care instructions for device.